Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the rptr: balloon was broken during use. New device was used. No pt harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Pt age, gender and weight: unk.